Event description:
A customer reported their AED was left outside in the rain. They stated that the asi is blank, and that the AED's voice is distorted when powered on. They reported that this did not occur during patient use.

Manufacturer narrative:
Advised customer to remove AED from service due to water damage.